Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation in support of this complaint. Photos were not evident enough to confirm leakage visually. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter leaked from the inside of the holder during collection. No serious injury, blood to mucous membrane exposure or medical intervention was reported.